Event description:
The distributor returned the twist drill indicating that the drill is defective. The helix of the twist drill is distorted. The reporter did not indicate whether this event occurred during a surgical procedure.